Event description:
The lay user/pt contacted lifescan (lfs) in 2006 alleging that her meter would not power on. The pt had dropped her meter and since then the meter had no power. The last time she was able to test on her meter was 2 days ago. The pt felt shaky and was light headed. She made a phone call to her physician because she was unable to test her blood glucose. A medical professional treated the pt with glucose. Customer care agent (cca) sent the pt a replacement meter. No further clinical info was provided. It would have been helpful to know what the reading was on the physician's meter and the pt's diabetes regimen. The complaint is being reported, since the pt was unable to test her blood glucose and was treated with insulin by a medical professional.